Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous coronary artery. A 10/3.25 flextome¿ cutting balloon¿ was selected for use. During the first inflation, it was noted that the balloon ruptured. No any segment of the balloon was left inside the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.